Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 800 system and identified the failure mode as a worn photometer lamp. The lamp was worn out due to noise and covariance exceeded the maximum of 25 units. The fse replaced the photometer lamp to resolve the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneous total bilirubin (tbil) patient results for twenty (20) samples on their dxc 800 ar packaged system. The erroneous patient results were not reported outside of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.